Event description:
The customer reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set for a piggyback delivery of an unspecified antibiotic. The customer contact reported that after the nurse programmed the pump for the delivery of the antibiotic the nurse immediately noted an unspecified volume of solution leaked at the connection of the clave secondary port and the cassette of the primary tubing set. The tubing set was replaced. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, add'l info was not provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 301085h and 271495h. This report represents all the info known by the reporter upon query by hospira personnel.